Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition an administration set in which the tubing of the set was found to be broken was confirmed during sample evaluation. During visual inspection, the tubing was found separated from the chamber. No other tests were performed. The assignable root cause of the reported condition is bonding application failure during assembly. No repairs were made since this is a single use device. Additional information: a batch review cannot be performed since there was no lot number provided. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A pharmacist reported to baxter (B)(4) of an administration set in which the tubing of the set was found to be broken. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.